Manufacturer narrative:
A1: patient identifier: sample ID is (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium (na) results generated on the architect c4000 for a patient sample. The following data was provided: (B)(6) 2024, sample ID (B)(6), initial result = 117, repeat result on another analyzer = 142 no impact to patient management was reported.

Manufacturer narrative:
The architect c4000, serial # (B)(6) was evaluated. It was determined that the mixer, bellows set, nozzle c4 #1, #4, #5, & cc cuvette wiper required replacement, which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant results. A review of tracking and trending did not identify a trend for the mixer, bellows set, nozzle c4 #1, #4, #5, & cc cuvette wiper or the architect system with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the mixer, bellows set, nozzle c4 #1, #4, #5, & cc cuvette wiper as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely decreased sodium (na) results generated on the architect c4000 for a patient sample. The following data was provided: 07nov2024 sample ID (B)(6) initial result = 117, repeat result on another analyzer = 142 no impact to patient management was reported.